Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the bronchi during a procedure performed on (B)(6) 2022. During the procedure, the balloon broke. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results the returned cre pulmonary dilatation balloon was analyzed, and a visual examination that no damages were found on the balloon and catheter of the device. A functional evaluation was performed by attaching the device to an alliance inflation system. The balloon was inflated without a problem and no damages were found. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. No damages were found on the returned balloon, and it inflated properly during functional testing. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the bronchi during a procedure performed on (B)(6) 2022. During the procedure, the balloon broke. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event.